Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented to the or for device change out dur to normal eri. Externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. The lead was explanted and replaced.